Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with the sodium electrode on a cobas integra 400 plus. The customer stated they were seeing fluid controller hardware errors and ise noise flags on the instrument. The customer changed the electrodes and ise rack fluid bottles on (B)(6) 2025. On (B)(6) 2025, the customer repeated patient testing as part of a routine look back and the patient results were lower. A nurse also stated they received low results. The customer then determined they received the discrepant results and were required to issue corrected reports. Repeat values were deemed correct. The first patient sample initially resulted in a sodium value of 132 mmol/l and it repeated as 139 mmol/l. The second patient sample initially resulted in a sodium value of 121 mmol/l and it repeated as 131 mmol/l. The third patient sample initially resulted in a sodium value of 128 mmol/l and it repeated as 139 mmol/l. The fourth patient sample initially resulted in a sodium value of 122 mmol/l and it repeated as 135 mmol/l. The fifth patient sample initially resulted in a sodium value of 124 mmol/l and it repeated as 135 mmol/l. The sixth patient sample initially resulted in a sodium value of 130 mmol/l and it repeated as 139 mmol/l. The seventh patient sample initially resulted in a sodium value of 126 mmol/l and it repeated as 138 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer replaced ise tubing and performed electrode service. Calibration and controls were run; these passed. Preventive maintenance was performed in addition to the tubing replacement. The investigation determined the issue was resolved by the service actions. The issue is consistent with insufficient maintenance.